Event description:
It was reported that the user experienced a scan error with a freestyle libre 3+ sensor while attempting to obtain glucose readings, and subsequent scans indicated the sensor was already in use; the agent advised completing the remaining warmup period to assess sensor function. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided, focused on intermittent communication failure and interoperability considerations between the sensor and reader. Investigation of this case revealed an intermittent communication failure potentially related to electrical or magnetic interference and the antenna component, consistent with a device-to-sensor interoperability issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component-level communication behavior without patient impact.